Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The received device shows one of the jaws broken oft. The jaw is broken oft near the hinge. The breakage surface is showing some discoloration, which indicates an older break. The appearance indicates repeated stress failure. Part was manufactured in 2008-03. The instrument had been in use for approx. 11 years. The damage is most iikely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. The event is filed under internal karl storz complaint ID (B)(6).

Event description:
It was reported that there was event with a clickline forceps insert. According to the information received, the field service technician collected a broken insert (3301 cc), this was noted for a investigation by the manufacturer due to being involved in a patient incident (it broke inside the patient). Patient harm is not known at date of this report. Additional patient information is not available. The date of event is unknown.